Event description:
It was originally reported that the pt experienced a shocking/jolting sensation when the device was turned off. It was noted that she had just had surgery but it was unclear as to what type of surgery. She had an appointment to see her urologist today. The physician noted that the event was attributed to the device and confirmed pt symptoms of pain at the neurostimulator site and the over use of narcotics. It was also noted that she has chronic pain not related to the device or therapy. The device was explanted and no pt injuries were reported.

Manufacturer narrative:
(B) (4).